Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 492mg/dl during troubleshooting for sg vs bg. Customer's blood glucose value was 442mg/dl at the time of the call. The customer stated that they have treated for the high readings. The product will not be returned for analysis.